Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine (concentration and dose unknown) via an implanted pump. It was reported the pump had been alarming for about ¿4-5 days¿. It was noted the patient missed getting her pump refilled on (B)(6) 2020 and would be getting it filled on (B)(6) 2020. The patient wanted to know how much medication was left. The patient was redirected to the healthcare provider (hcp). Patient symptoms were not reported. No further complications were reported.